Manufacturer narrative:
The device was received by the (B)(6) center in (B)(6) and an evaluation was performed. The evaluation determined that the device charging fault, power failure, and unexpected restart were all due to a defective internal battery. The internal battery and power supply unit (psu) were replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4)that an astral device's battery would not charge. This resulted in a critically low battery alarm, then a total power failure, and unexpected restart of the device. There was no patient injury reported as a result of this incident.